Manufacturer narrative:
As reported, the physician stated that they had an incident with a patient developing a pseudoaneurysm post mynx deployment that was being critiqued in a peer review. However, the physician states that the mynx deployed fine and the patient had no complications at the time they left the cath lab. The physician believes that the pseudoaneurysm developed in the hospital post deployment. The patient recovered after the mynx event. The deployer was mynx trained. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in the femoral artery. The stick location was the common femoral. Per physician, there was moderate calcium presence in the vicinity of the puncture site. The procedural sheath used was not greater than 7f. The device will not be returned for evaluation as it was used and disposed of. Additional procedural details were requested but were unknown. The product was not returned for analysis. Without a lot number available, the device history record (DHR) review was unable to be conducted. Without the return of the device for analysis or procedural films, the reported customer event ¿pseudoaneurysm¿ could not be confirmed and the exact root cause could not be determined. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery (a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall creating a pseudoaneurysm. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. Although a conclusive root cause could not be conclusively determined, a probable root cause may be attributed to stick technique, anticoagulation, blood pressure and/or adequate device removal technique. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the physician stated that they had an incident with a patient developing a pseudoaneurysm post mynx deployment that was being critiqued in a peer review. However, the physician states that the mynx deployed fine and the patient had no complications at the time they left the cath lab. The physician believes that the pseudoaneurysm developed in the hospital post deployment. The patient recovered after the mynx event. The deployer was mynx trained. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in the femoral artery. The stick location was the common femoral. Per physician, there was moderate calcium presence in the vicinity of the puncture site. The procedural sheath used was not greater than 7f. The device will not be returned for evaluation as it was used and disposed of. Additional procedural details were requested but were unknown.